Manufacturer narrative:
E1 initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the customer reported under infusion issue was not reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. The review showed no keystrokes, programming activity, or use related events that indicated or contributed to the reported issue. A service history review revealed no indication that any parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pressure plate will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during flow testing at a standard rate of 40 ml/hr with a vtbi of 20 ml, delivering only 17.18 ml on the first attempt and 17.86 ml (under infusion) on the second attempt in the biomed service department. There was no patient involvement. No additional information is available.